Event description:
During a telephone conversation on (B)(6) 2014 the pt's husband stated that the pt went into hosp on (B)(6) 2014 and had a stroke and her left side is paralyzed. Also, the new cycler has arrived as of this morning. The pts pd-nurse was contacted on (B)(6) 2014. She stated that the pt was not on the cycler when the stroke occurred. Confirmed that the pt is in the hosp. Additional info was requested but is not available.

Manufacturer narrative:
Due to lack of info a MDR's will be filed against the cycler while undergoing review by post market clinical department and manufacturing plant. Currently, the post market clinical staff is requesting medical records. This report was manually submitted on (B)(6), 2014 without the mfg (MFR) number. This report is being resubmitted today with a newly generated MFR number.